Event description:
"Failed visual inspection prior to case." "Rubber is loose at the end that connects to the handpiece." This information is documented as reported to trimedyne, inc.

Manufacturer narrative:
(B)(4) - no consequences or impact to patient. (B)(4) - material separation; corrosion; overheating of device or device component; particulates; charred. (B)(4).